Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 20/3.0 mm balloon ruptured at 20 atms (rated burst pressure) on the initial inflation. The lesion being treated was a calcified, 90% stenotic lesion in the mid left anterior descending coronary artery. The quantum maverick monorail 20/3.0 mm balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.